Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was determined that this event is not reportable.

Event description:
It was reported patient is scheduled to be revised as patient has experienced a nickel allergy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint. Concomitant medical products: zimmer biomet left mandible component catalog #: unknown lot #: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2023-00035.